Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for the insulin pump alarmed compromised force sensor system. The customer complained that the pump occurred rewind anomaly and there were not motor error alarm in the alarm history. The customer's blood glucose is normal, didn¿t require medical treatment. No further details given. The insulin pump will be returned for analysis.